Event description:
Patient's mother reported the patient experienced elevated blood glucose level on (B)(6) 2013. Mother stated the patient's blood glucose level was 598 mg/dl at 5 pm. Mother reported the patient changed the needle and administered 5 units of insulin via the infusion device and then at 6 pm the patient's blood glucose level was 598 mg/dl and ketones were negative. Patient's normal blood glucose level was not provided. Mother stated the patient changed the insulin cartridge and the infusion set. Mother reported she filled the infusion set and noticed that the infusion device didn't deliver insulin and didn't show an error message. Mother stated the e4 was missing. Mother reported she attempted to fill the infusion set 5 times but the piston rod did not move while she was able to hear the motor sound. Mother stated at the 6th attempt an error 4 (occlusion) error message occurred. Mother reported she thinks the error 4 message came too late. Mother stated the patient switched to the backup infusion device and was able to get her blood glucose level under control by his parents. Mother reported she assumes the reason for the elevated blood glucose levels is that the infusion device didn't deliver enough insulin. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 were found in the history. The occlusion limits were tested successfully. Please refer to the accu-chek spirit combo user guide chapter: (error e4: occlusion). The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. The problem mentioned by the customer could not be reproduced.